Event description:
It was reported to olympus that the gastrointestinal videoscope had no flow from the main air water system. During evaluation, the following reportable issue found that the tip nozzle had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6): hospital. The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water tightness was lost, due to damage on upward downward knob; the connecting tube had scratch and buckling; the plastic distal end cover (c-cover) was burnt and dented; the adhesive around the light guide (lg) lens was peeled; the lg lens was cracked; the objective lens was scratched; the adhesive around the objective lens was peeled; the forceps elevator (fe) lever was deformed; the bending tube was dented; adhesive on bending section cover (a-rubber) was cracked, chipped and had white-clouded area; the play of upward/downward knob was out of the standard value and the bending angle in up direction does not meet the standard value, due to wear of angle wire; the streak of flare appears in the image, due to adhesive peeling around objective lens; the zoom does not work smoothly, due to damage on zoom charged coupled device (ccd); the universal cord was wrinkled and scratched; the paint on suction cylinder (s-cylinder) was peeled; and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.